Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found lens meniscus was damaged. Based on the results of the investigation, the event was likely due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the lens inside the optical system is damaged and the image appears distorted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, had a detached internal distal end camera that also moves around loosely. The issue was found during an examination of the upper gastrointestinal (gi) tract procedure. The procedure was completed with a similar device. There were no reports of patient harm.